Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was high and insulin injections were administered; however, the bg kept rising. The customer was hospitalized for diabetic ketoacidosis (dka) and was treated with intravenous insulin/therapy. The high bg and dka were resolved and the customer was discharged on (B)(6) 2017. The customer was a new pump user and the high bg was due to poor management and understanding of how to manage the high bg with the pump.